Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was a black spot on the screen of the pump. Customer stated the insulin pump was not dropped and there were not cracks in the pump. Customer stated insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with partial display due to corroded electronic assemblies. Device received with corroded motor home switch, scratched case, pillowing keypad overlay, cracked select button keypad overlay and faded serial number label. The p-cap does lock properly.